Event description:
7mm stone located in distal ureter of patient with elevated bladder neck and tight distal ureter. Lithotripsy via laser fiber done and basket used to remove fragments. The basked broke during the procedure. Distal basket removed and cystoscope advances per urethra to remove basket fragments without issue. Procedure staged and stent placed. No injury noted.